Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017, as no event date was reported. Initial reporter: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during an anterior posterior +/- sacrospinous fixation midurethral sling, anterior and posterior vaginal repair, retropubic tvt (advantage fit), cystoscopy, and insertion of surgical-pelvic organ pessary (s-pop) procedure performed on (B)(6) 2017 to treat symptomatic prolapse & stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.